Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "error code 512:320:666". This event occurred during testing by baxter. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump failure 512:320:666 as an out of box failure was confirmed. The cause of the reported condition was determined to be damaged/depleted batteries. The main batteries were replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a colleague infusion pump with a user interface module master software version 7:01:00.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.